Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, it was unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device was received with minor scratches on lcd window, cracked case at display window corners and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value I unknown. Mother stated the alarm history showed only one motor error alarm but it also happened another time before that. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.